Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Using deionized water, positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 13sep2023. It was reported that a balloon leak occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon could not be dilated. When checked, it was noted that the balloon solution leaked during dilatation at rated pressure. The procedure was completed normally with another of same device. No complications were reported, and patient was good post procedure. However, device analysis revealed a balloon pinhole 1mm distal of the proximal markerband.